Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. No further information provided.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.